Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s external casing was coming apart while the device continued to function, consistent with a device mechanical integrity issue involving the housing component. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and a replacement device was provided with instructions to return the original. Investigation included collection of use history and attempts to retrieve the device for evaluation. Investigation of this device revealed that the original device was not returned, so no physical analysis or confirmation of a component failure could be performed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of returned product for evaluation.